Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Information was requested, but is not available.

Event description:
It was reported that a time sensitive chemotherapy drug (carboplatin) was infusing with twenty minutes remaining when the device alarmed for a patient side occlusion. The tubing was removed from the pump module, and the caregiver attempted to infuse the rest of the chemotherapy by gravity, but the remaining 8 percent would not infuse which resulted in an under infusion. The tubing was possibly occluded. There was no patient harm.